Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that a code of 1716 was seen on the patient's personal therapy manager (ptm) programmer. The ptm needed to be replaced.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl, bupivacaine, and morphine via an implantable pump for non-malignant pain. The doses and concentrations were unknown. It was reported that the personal therapy manager (ptm) displayed error code 1716 then powered off. The code was unresolved. The patient experienced a gradual increase in extreme pain. The patient had been admitted to the hospital due to the increase in pain because she was not able to bolus. No [additional] patient injury was reported. The device manufacturer repair department was alerted of the issue. There were no further complications reported.